Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the stapler would not staple drapes. The area was sewn to continue with the procedure. There was no consequence to the pt.